Event description:
Customer reported motor vehicle accident which led to hosptial visit. The blood glucose reading is 442 mg/dl. The esc button is unresponsive. Customer stated a driver pulled in front of her and the insulin pump ended up on the passenger's side of the car. The hospital staff confirmed that customer was not high or low blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No moisture damage found inside the insulin pump noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.